Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot#: v297217, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-33, lot#: v000844, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 21-jul-2013, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 17-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The reason for call was pt reported the stimulator 'died' in 2013. Pt clarified they were not good about charging the stimulator. Pt mentioned the last time the stimulator was "looked at" the pt was told there was something wrong with the leads. Pt stated "those things were clogging up" then later stated the leads had "gone out". Pt was unable to recall when the issue with the leads was discovered. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.